Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 19, 2007. The reported device is unavailable and will not be returned for evaluation. The manufacturing facility has been made aware of this report through baxter's complaint management tracking system. The manufacturing facility will continue to monitor similar reports for possible trends.

Event description:
Customer called to report two incidents in which the leakage was noted at the tubing to syringe adapter connection during patient use while infusing morphine. There was no reported patient injury or medical intervention. No additional information is available.